Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. The customer reseated the power cord to the monitor and the issue was not resolved. The power cord was then plugged into a good socket on the transformer and the issue did not resolve. The on/off toggle was check to make sure that it's on but that did not resolve the issue. The power indicator is not lit on the front of the unit. The customer retrieved a satellite oev-262h and connected the monitor¿s cable and the satellite monitor powered on. Tac determined the monitor was the issue since cable worked on the second monitor. The unit was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during setup the monitor did not power up when connected. There was no patient involvement.